Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not set as continuous but only to be given once. A technical support specialist checked the order for the patient in the server and found the order is now discontinued for the patient, ran cast order query, checked the priority code set in the order and it's stat, checked the external order frequency code stat under interface setup and standard repeat pattern is set to once, and determined no issue on our end but on how the customer set-up the frequency code in the pis.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system user was entered order as continuous but once the initial bag was dispensed, the order then dropped off the pyxis. There were no adverse events or injuries reported based on this incident.